Event description:
The provider states the unit has a 6 flash right brake fault error code.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.